Event description:
It was reported that the pump battery could not be charged. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter, and usb cable. Customer declined further assistance from tandem technical support regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.